Manufacturer narrative:
A review of the device history records associated with final lot presented no issues during the mfg process that can be related to the reported complaint. The reported event indicated the device "balloon was withdrawn and found leakage". The device was returned and preliminary analysis indicated the inner shaft within balloon is compressed and leakage noted at 27 cm from distal tip. Therefore, after receipt of the device/preliminary analysis, the event was recoded to body/shaft/leakage to better reflect the reported event instead of balloon/leakage. This product has been returned for evaluation and testing, however, the failure analysis report is not complete. Additional info will be sent within 30 days upon receipt.

Event description:
Report received indicated that balloon failed to go through 7f cordis guiding catheter. The physician felt resistance between balloon and guiding catheter. Then the balloon was withdrawn, and found leakage. Another balloon was used to complete the procedure. Further info revealed there were no abnormalities noted during pre-use product inspection. The product was prepped and use per the instruction for use (IFU) and no anomalies were noted during device preparation. A percutaneous transluminal coronary angiography was being performed to the left anterior descending artery (lad). The vessel was tortuous and lesion calcified with 90% stenosis. There was resistance between balloon catheter and the guiding catheter. The balloon was inflated at unk atmospheres (atm). The concentration of contrast to heparin saline was not documented. Thereafter, the "balloon was withdrawn and found leaking". There were no adverse effects to the pt.